Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission, false pause episodes due to undersensing was noted. Some of the false pause episodes were noted to be true pause episodes. Physician elected to continue to monitor the patient. Patient was experiencing syncope episodes and device was explanted and replaced. Patient was stable.